Manufacturer narrative:
The marksman catheter was returned for evaluation. As received, the flow diverter delivery system was stuck within the broken marksman. The marksman appeared to be separated into two segments. The flow diverter delivery system could not be pushed forward or removed. For further examination, the marksman was dissected to remove the flow diverter delivery system. The marksman body was found to be flattened as well as accordioned at sections near the distal tip. The marksman body was observed to be separated approximately 29.5 cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The marksman was tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through with slight resistance and became stuck at the damaged locations. Based on the analysis findings and event description, the reports of resistance and marksman separation were confirmed as the received flow diverter delivery system was found stuck inside the broken marksman catheter. The broken ends of the marksman exhibited stretching and necking which indicates that the catheter separated when the tensile strength of the tubing material was exceeded. It is possible that the patient¿s severe vessel tortuosity may have contributed to the excessive resistance during delivery causing the flow diverter delivery system to become damaged and stuck subsequently causing the marksman catheter to become separated. However, the cause for resistance could not be conclusively determined. The damages observed on the marksman body (stretching/accordioning/separating) suggest that excessive force was used (pushing and pulling). In this event, user context may have contributed to the reported issues as the physician continued to advance the flow diverter delivery system despite excessive resistance. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ additionally, the lot history record of the reported lot number of the marksman has been reviewed. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The marksman catheter has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a marksman separated during a procedure. The patient was undergoing flow diversion treatment for a saccular aneurysm in the right c4 internal carotid artery (ica). The vessel was very tortuous. The devices were prepared as indicated in the IFU. There was no report of any patient injury in connection with this event. The physician advanced the guide catheter to the c4 ica, then the marksman was advanced distally to the middle cerebral artery (mca). The flow diverter was advanced and the physician experienced excessive resistance. After several attempts, the physician noticed that the flow diverter delivery system was advancing very easily but the marksman was withdrawing from the patient. The system was withdrawn from the patient; it was observed that the marksman had fractured and split into two pieces in the distal section. Afterward, the patient reportedly experienced a neurological deficit. The procedure was stopped and the patient underwent a CT, which showed a cerebral infarction (minor ischemic stroke). The patient reportedly did not require any medical or surgical intervention in connection with this event. The two physicians allege that a microcatheter fragment may have been the cause of the neurological deficit, but CT did not confirm any foreign body in the patient.